Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Unomedical reference number: (B)(4). Event occurred in united kingdom. It was reported by the patient that 2 infusion set tubing got detached from the connector within 24 hours of use. Event were occured on (B)(6) 2024. Blood glucose at the time issue was noticed as 13mmol. Patient replaced infusion set and resumed insulin successfully. No further information was available.